Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. Device evaluation: one mz1000 sample was received without packaging for investigation; yellow residual fluid was present in and on the maxzero. No connecting product was available to aid the investigation. The customer did not provide any lot information however; they did report that "this is a complaint about chemical leakage. Started using on (B)(6). There is chemical adherence on sleeping clothes." The returned sample was subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe; leakage was confirmed. Upon closer inspection, the source of the leak was confirmed to be a hairline crack in the female luer adaptor (fla). The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product family in the past 12 months.

Event description:
It was reported that the bd maxzero needleless connector was cracked. The following information was provided by the initial reporter, translated from japanese to english: chemical leak. Use began on (B)(6). Chemical was found on sleepwear. Additional information received from the customer: please confirm the lot number(s)? Unknown. Please confirm how the fault was identified? Confirmed that the patient's clothing was wet. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? Confirmed during infusion, but the time is unknown. Please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? Unknown. Please confirm the make and model of the connecting product(s)? Unknown. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? Unknown. Please confirm what substance was being infused during the time of the event? Unknown was there any patient harm? No. Was there an under infusion? Unknown. Please confirm if the sample has been disinfected ¿ if so when and with what substance? Unknown.